Event description:
A reporter/layperson alleged that the patient's one touch enhanced basic meter results were inaccurately erratic based upon two results of 118 and 200 mg/dl taken more than 20 minutes apart. Precision tests must be taken within 20 minutes. After testing, the reporter stated the patient became dizzy and sweaty. The patient ate, but required no other intervention. Control solution tests were within the expected range. Because the patient allegedly experienced unexplained sweating after testing, the complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.